Event description:
Event occurred regarding a plum 360 where the report stated that "a 110 ml bag was hung with an intended infusion time of 30 minutes at a programmed rate of 220 ml/hr, at 17 minutes and 19 seconds into the infusion, the proximal air-in-line alarm was triggered. The nurse responded immediately and observed that the entire 110 ml bag was already empty. However, the pump display indicated that only 63 ml had been administered, with 47 ml remaining lr was hanging on the primary line in pending status. The volume remaining in the bag is unknown. The medication involved is zosyn." There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Gcm received an email on 01-aug-2025 from west regional manager forwarding a complaint from (B)(6) regarding a plum 360 with unknown ln sn. The report stated that a 110 ml bag was hung with an intended infusion time of 30 minutes at a programmed rate of 220 ml/hr. At 17 minutes and 19 seconds into the infusion, the proximal air-in-line alarm was triggered. The nurse responded immediately and observed that the entire 110 ml bag was already empty. However, the pump display indicated that only 63 ml had been administered, with 47 ml remaining lr was hanging on the primary line in pending status. The volume remaining in the bag is unknown. The event occurred on 31-jul-2025. There was unknown patient involvement and unknown patient harm. Pgiron (B)(6) 2025 update: prior to registration gcm received an email on 05-aug-2025 from customer advocacy - post market quality stating that the sn is (B)(6). Time of event is 3:51. The medication involved is zosyn. Pgiron (B)(6) 2025.

Manufacturer narrative:
The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device's 12-month service history was performed, and no similar event was indicated malfunction detected. The pump delivered accurately and responded appropriately to alarms. Pump logs reviewed: clinical and diagnostic logs were analyzed. Drug administered: piperacillin/tazobactam. Multiple infusions on (B)(6) showed delivery volumes within design tolerance (±0.2%). The (B)(6) infusion that triggered the complaint showed 63.6ml delivered in 17 minutes¿matching the expected delivery for that time frame. Engineering confirmed the pump operated within design specifications. Alarm systems functioned correctly, alerting the user to potential issues. The pump delivered accurately and responded appropriately to alarms.